Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.

Event description:
The customer reported the system failed to generate fluoroscopy x-ray. There is no report of serious injury or death.